Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had bent battery pca pins. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported to philips that the device had bent battery pca pins. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. One battery pca was returned for failure analysis. However, the reported problem was not verified during visual inspection and there was no fault found with this battery pca.